Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer did not recall blood glucose at the time of incident. Customer called back to report blank display. Troubleshooting was performed. The issue was not resolved. There was no physical damaged on the insulin pump. Customer was advised to turn back to their back up plan and contact their healthcare provider if is needed. Customer agreed to replace the pump. The insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify signal too low, unexpected restart or watchdog timeout alarms due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.